Event description:
Representative reported that this lead caused multiple inappropriate shocks being delivered to the patient. The shocks that were delivered appeared to be due to noise and, a lead revision was scheduled. The physician explanted the lead and the device together. The lead is currently with the pathology lab and, the lead return was requested. In 2009, per rep, this system is being retained by hospital pathology lab. Lumax 340 dr-t, MDR 1028232-2009-00715.